Event description:
It was reported that episodes of noise resulting in oversensing and inappropriate high-voltage (hv) therapy. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that right ventricular (rv) insulation damage was suspected, but was unable to be confirmed. Additionally, provocative testing was performed and the device was reprogrammed to resolve the event. The patient was stable.